Manufacturer narrative:
The reason for the pain reported in case-(B)(4) cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected investigation clinical codes.

Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: 5210621; 320-38-00 - equinoxe reverse 38mm humeral liner +0: 5276203; 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5275272; 320-01-38 - equinoxe reverse 38mm glenosphere: 5277850; 320-15-01 - eq rev glenoid plate: 5239409. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s), 7 month(s) and 14 day(s) post-operative of an initial right rtsa, it was reported via clinical study that the patient experienced unexplained pain. Pain started with no reported method of injury. The patient is scheduled for CT scan and the outcome remains continuing. The case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.